Event description:
Initially reported on 4/18/06 as "not tacking properly." Determined to be reportable in 05/06- straight shots. Received 02/05.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents when washed by user.